Event description:
A surgeon called to discuss a pt that has reported visual disturbances following intraocular lens (iol) implant surgery. Pt describes seeing a crescent shaped dark shadow in the visual field (tempral mid-peripheral) and is very unhappy and the surgeon is considering a possible lens exchange.